Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set tubing detachment event on (B)(6) 2024. The patient was having high bg at the time of event and current value is this 238mg/dl. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: italy.